Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was discovered that the right atrial (ra) lead was exhibiting noise. Patient reported no symptoms associated with this issue. Programming changes were not made. Patient was in stable condition and will continue to be monitored.